Event description:
It was further reported that the patient will be having plastic surgery to correct the burns received.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis was conducted by the external manufacturer (covidien). Testing found continuity between the plug and the pad, and the resistance measured within the acceptable range. The termination covers were removed and the wire terminations were noted to be assembled correctly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2011-04179 and 2134265-2011-04178. It was reported that during an electrophysiology procedure (ep) with ablation, a grounding pad burn occurred. The procedure was being performed with a 4mm blazer catheter with a maestro generator and a non-bsc recording system. The ep catheter impedence was between 120 - 130 and there were no error codes. The vally lab grounding pad was used located on the patient's back. The patient developed a burn around the edge of the grounding pad. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).